Event description:
The below report was received by health authority FDA /manuf and user facility device exp (reference number: mw5150216) on 31-jan-2024. This spontaneous case was originally reported by a family member and describes the occurrence of genital haemorrhage ("hemorrhage") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criteria hospitalisation, life-threatening, medically important and intervention required), syncope ("syncopal episode"), vomiting ("vomiting"), hypotension ("sudden hypotension"), abdominal distension ("increasing abdominal distention"), haemoperitoneum ("arge hemoperitoneum with concern for venous bleeding.") And venous haemorrhage ("venous bleeding"). The patient was treated with surgery (multiple surgery). It was unknown whether any action was taken with essure. At the time of the report, the outcomes for these events were unknown. The reporter considered hypotension to be related to essure administration. No causality assessment was received for essure with regard to genital haemorrhage, syncope, vomiting, abdominal distension, haemoperitoneum or venous haemorrhage. The reporter commented: she was intubated, massive transfusion protocol was initiated. Surgery was consulted- multiple surgeries and complications from her illness. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): no arterial injury but large hemoperitoneum with concern for venous bleeding. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA /manuf and user facility device exp (reference number: (B)(4) ) on 31-jan-2024. The most recent information was received on 20-feb-2024. This spontaneous case was originally reported by a family member and describes the occurrence of genital haemorrhage ("hemorrhage") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criteria hospitalisation, life-threatening, medically important and intervention required), syncope ("syncopal episode"), vomiting ("vomiting"), hypotension ("sudden hypotension"), abdominal distension ("increasing abdominal distention"), haemoperitoneum ("arge hemoperitoneum with concern for venous bleeding.") And venous haemorrhage ("venous bleeding"). The patient was treated with surgery (multiple surgery). It was unknown whether any action was taken with essure. At the time of the report, the outcomes for these events were unknown. The reporter considered hypotension to be related to essure administration. No causality assessment was received for essure with regard to genital haemorrhage, syncope, vomiting, abdominal distension, haemoperitoneum or venous haemorrhage. The reporter commented: she was intubated, massive transfusion protocol was initiated. Surgery was consulted- multiple surgeries and complications from her illness. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): no arterial injury but large hemoperitoneum with concern for venous bleeding. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.